Manufacturer narrative:
No further information available. Attempted to contact patient several times by several methods with no success.

Event description:
Patient received (their statement) involuntary ect treatments (2 over a period of 3 days) in 2001. Claims "the minute I got home ect did not work and petrified of my blank mind." Was unable to work and began receiveing social security disability insurance. Other problems followed. Basically, life was ruined. See medwatch report mw5082259 for more details.